Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change and reconnection to their sensor after being disconnected for several hours, during which the highest documented glucose was 236 mg/dl; insulin delivery was resumed and the sensor was reconnected with guidance, and the corrective algorithm with cgm input was used to address hyperglycemia. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education with operational checks through guided setup and reconnection. Investigation of this case revealed user disconnection from cgm for an extended period leading to elevated glucose, with no device malfunction identified after supplies were changed and the system restored to normal operation. It was concluded, based on established findings for similar reports, that the cause was user configuration/use issue resolved through troubleshooting and education.